Manufacturer narrative:
The pump was received with a button error alarm after boot up and there was no button response on the esc and act buttons due to flattened dome switches (no crease). There was no damage to the keypad traces and the connector on the lcd board was not unlocked during the visual inspection. They were unable to perform the displacement test due to the unresponsive keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and a broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm and an issue with the way that the act button feels. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.